Event description:
It was reported by the sales rep that the product was used in a colon resection. It was reported that the tct75 was used across the colon close to the cecum with the original green reload. The surgeon reported that it was "hard to fire" and the staples did not form completely. It cut across the tissue, but the staple line was not sealed. They used the tcr75 blue reload next thinking the tissue was not as thick as they thought. When the surgeon fired the instrument, the staples stuck in the anvil, cut the tissue, and did not seat. The surgeon oversewed this anastomosis. They then tried the tlc55 across the small intestine. Again, it cut, but the staples did not form completely and did not seal. They also tried with the tcr55 reload and the same thing happened. That anastomosis was oversewed as well. During this procedure the bowel contents leaked and the area had to be irrigated. The or time was extended because of the misfirings. The hospital gave the instruments and reloads to the rep to send back for eval.